Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 244 mg/dl and ketones were present. The customer resolved the occlusion prior to contacting tandem technical support and did not require any troubleshooting.